Manufacturer narrative:
B4:(B)(6) 2021 the device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer's bio-med stated that the device goes into vent inoperable. The standby flow is very high but was passing verification testing. During the troubleshooting session the customer's bio-med discovered that the device's proximal pressure lines were crossed. Once reconfigured the issue was resolved.based on the information provided, the alleged malfunction was confirmed. Following the troubleshooting, the device was placed back into service. The root cause was a set up error. There were no replacement parts to required.

Event description:
It was reported to philips that the device had a high pressure regulation. The customer had a standby ventilator which was immediately connected to the patient and there was no delay in therapy.